Event description:
Pt is a single mother of 3 children. Pt states to be fertile and has exhausted all other methods of birth control. Pt received the essure inserts after being told there would be no side effects, pt was also told that the procedure is permanent and cannot be reversed. The pt following the essure began having long, heavy and painful periods. Followed by significant weight gain, anxiety and depression. Other side effects listed by pt are, insomnia, tingling of hands and feet, itchy skin, swelling throughout the body, joint pain and rapid heart beat at times. Doctors denied this has to do with the essure but pt was healthy with none of these symptoms prior to having the essure procedure. Pt has now found out that the essure is reversible and is opting for surgery to have it done. Dates of use: (B) (6) 2008-(B) (6) 2010. Diagnosis or reason for use: sterilization.